Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to reset the device and the outcome was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Functional testing was attempted, however, the device showed no response. The receiver would not communicate with the global communication tool and the receiver logs were unable to be downloaded. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.